Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: the, locking collar, trocar balloon, valve seal and doors appeared intact. The inflation syringe and obturator were not received. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The balloon was difficult to inflate. No known impact or consequence to patient.